Event description:
Event description cpi received information that this implantable pulse generator (ipg) was found in the back-up mode and could not be interrogated. The physician elected to explant the ipg. The unit was tested after explant, with no success.